Manufacturer narrative:
All buttons functioned correctly on the insulin pump, however moisture damage was noted on keypad traces.the insulin pump was visually inspected and a crakced reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted.

Event description:
It was reported that the buttons were intermittently or not responding on the customer's insulin pump. The insulin pump reportedly was not bumped, dropped, or exposed to moisture. The customer's blood glucose level was 187 mg/dl. The keypad was not locked and the child block was off. Nothing further was reported.